Manufacturer narrative:
Reprogramming options were discussed, and the physician did elect to reprogram the device. The patient is scheduled to undergo an ablation procedure. No additional information is available at this time. This event will be updated if any additional information is received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitive right ventricular (rv) lead delivered a significant amount of inappropriate shocks for conducted atrial flutter. Available information suggests that tachycardia therapy may have been temporarily exhausted due to the amount of consecutive shocks delivered. Additionally, some far-field oversensing was noted on the competitive rv lead.